Event description:
The technician alleged that the head of the stretcher is stuck in the raised position. No pt impact.

Manufacturer narrative:
The technician replaced both pneumatic gas springs to resolve the issue.